Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that one hour into the case the device started to be leaking. Event occurred at hospital while in use with patient. Operator of device was a health professional. There was no patient harm/adverse event reported.

Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done, but the reported issue was duplicated. A leak was identified. The root cause of the issue was due to a welding error. A review of the device history record (DHR) indicated that all inspections were completed during manufacture, and no issues had been noted at that time.